Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient uses insulet omnipod5 in modified closed loop. According to the patient, on (B)(6) 2025, while watching television her cgm was reading 75 mg/dl and she was asymptomatic. Sometime later, while at dinner with the family, her sister noticed she was noncommunicative and unresponsive. The patient¿s sister called 911 and when emergency medical services (ems) arrived they performed a fingerstick. The patient¿s bg was 45 mg/dl while the cgm was 75 mg/dl. Ems did not treat the patient with any medication, they had her eat some of the dinner (meatloaf, sweet potato and corn bread) and also gave her a couple bottles of a glucose drink. Ems stayed to observe the patient and performed an additional fingerstick before leaving and the patient¿s bg was 125 mg/dl, however she was unable to recall her cgm reading. There was no documentation of further medical evaluation or intervention. At the time of the report the patient is stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid prior to treatment. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.